Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Concomitant product: sextant instrumentation (therapy date unknown). (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a l5-s1 posterior lumbar interbody fusion surgery using rhbmp-2/acs posteriorly with a peek cage, autograft and sextant instrumentation. The patient underwent additional fusion surgeries (x2) approximately five months post-op. The patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Event description:
It was reported that on: (B)(6) 2004: the patient presented with symptomatic grade I lumbosacral spondylolisthesis with bilateral inter-articularis defects. The patient underwent the following procedures: posterior lumbar interbody fusion at the fifth lumbar disk level. Placement of bilateral cages at l5-s1 interspace. Use of morselized autograft for lumbar interbody fusion. Use of bone matrix protein allograft for lumbar interbody fusion. Use of bone matrix protein allograft for lumbar inter-body fusion. Right and left partial hemilaminectomy / discectomy. Placement of pedicle screw fixation at the right and left l5 and s1 pedicles. Use of intra-operative c-arm fluoroscopy. Placement of I-flow on-q post-operative pain ball for post-operative pain control. As per op-notes, ¿ 12mm * 22mm plastic peek cage was placed in the left l5 interspace. This cage was packed with bmp allograft material. Additionally, the spaces between the two cages were packed with morselized autograft.¿ the patient tolerated the procedure well. On (B)(6) 2004: the patient was discharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.